Event description:
The patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels (bg) read "high" (>27.8 mmol/l,>500 mg/dl). Symptoms reported include vomiting, nausea, dehydration and being in a disoriented state. The pod was worn on the patient's arm for between 49 and 71 hours. The patient was treated with insulin utilizing intravenous therapy, intravenous fluids and antibiotics. The pod was removed at the hospital. The patient was discharged after 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.